Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that after performing a fingerstick with the fastclix mobile device metallic fragments of the lancet have remained in the skin. No adverse event was reported. No medical treatment has been sought. Return of the suspect device was requested for evaluation.